Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted endoscopic lobectomy procedure on (B)(6) 2024 when it was reported, ¿during surgery, air seal air is normally delivered at 8 mmhg, but the default pressure setting at the time of delivery was 15 mmhg. Air was delivered at the same set pressure, resulting in a drop in the patient's blood pressure and temporary cardiac arrest. Air was delivered at 15 mmhg without changing the pressure settings, resulting in a drop in blood pressure and cardiac arrest in the early stages of the surgery.¿. Further assessment questioning found, ¿the user reportedly used the pressure set at 15mmhg, which is the default setting at the time of delivery. The reason is unknown. The patient was confirmed to be in cardiac arrest and resuscitation measures were performed.¿ the procedure was not completed. We have not received any report of malfunction of the device. No further information is available currently. This report is being raised due to the reported injury of patient due to cardiac arrest.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 55 complaints, regarding 55 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to always use the proper tube set for the device. The tube outlet may only be connected to instruments which are intended for intra-abdominal co2 insufflation. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted endoscopic lobectomy procedure on (B)(6) 2024 when it was reported, ¿during surgery, air seal air is normally delivered at 8 mmhg, but the default pressure setting at the time of delivery was 15 mmhg. Air was delivered at the same set pressure, resulting in a drop in the patient's blood pressure and temporary cardiac arrest. Air was delivered at 15 mmhg without changing the pressure settings, resulting in a drop in blood pressure and cardiac arrest in the early stages of the surgery.¿. Further assessment questioning found, ¿the user reportedly used the pressure set at 15mmhg, which is the default setting at the time of delivery. The reason is unknown. The patient was confirmed to be in cardiac arrest and resuscitation measures were performed.¿ the procedure was not completed. We have not received any report of malfunction of the device. No further information is available currently. This report is being raised due to the reported injury of patient due to cardiac arrest.